Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead.

Event description:
A report was received that the patient's leads kept on migrating down and the patient felt like having a heart attack. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-2138-70 (sn (B)(4)) device evaluation indicated that the returned leads were analyzed, and no anomalies were found. Device exhibits normal device characteristics.

Event description:
A report was received that the patient's leads kept on migrating down and the patient felt like having a heart attack. The patient underwent an explant procedure. No device malfunction was suspected.